Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was also reported that a "kink" in the lead wire could be seen through the skin in the patient's neck area. The patient's vns therapy system was replaced. Lead break is suspected.

Event description:
Further follow-up with the physician indicated that the pt is doing well since revision surgery; no seizures noted. The dr also noted that the device was replaced because of a broken lead. A portion (28.5cm) of the lead was returned for analysis. An analysis was performed on the lead portion that was returned. The lead portion returned passed continuity checks and the lead condition is consistent with conditions that typically exist following an explant procedure. Inspection of the lead assembly identified a discoloration on the lead pin. The appearance of these areas indicate that pitting or electro-plating conditions have occurred. The reason for this condition is unknown; however, the vendor noted that, 1) the part was exposed to extreme conditions and/or2) elements of the base material leeched to the part's surface over time and reacted to exposure. It is likely that this appearance of the lead pin did not contribute to the reported high impedance, increased seizures, or protrusion. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. Because the entire lead was not returned, the MFR cannot verify the reported broken lead and high lead impedance report. The concomitant device (pulse generator) was also returned and analyzed. The pusle generator met final electrical test specifications. The increase in seizure was likely caused by a loss of vns therapy due to the reported lead break. The cause of the protrusion is unk. Possible causes are pt small anatomy and implant technique. Possible causes include the lead break, design, durability, corrosion, trauma to the site or user error.